Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the patient¿s implant records, the patient had been hospitalized for worsening deep vein thrombosis (dvt) involving the lower extremities. The patient had also been recently hospitalized for an acute dvt and was placed on coumadin; however, the patient admitted to being somewhat noncompliant with coumadin and inr checks and presented to the hospital for worsening pain and swelling in the leg. Repeat ultrasound demonstrated worsening of the dvt despite being supratherapeutic on the coumadin. The patient was also felt to be a high risk for bleeding due to history of alcoholism, as well as multiple falls in the past. In fact, the patient suffered a fall earlier that year which led to a subarachnoid hemorrhage. Due to multiple risk factors, as well as social issues, it was felt that the patient was not a good candidate for long-term anticoagulation with coumadin. Therefore, an inferior vena cava (ivc) filter was recommended for protection against pulmonary emboli. The optease vena cava filter was deployed in the vena cava, below the level of the renal veins. The patient tolerated the procedure well and returned to recovery in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc and frequent medical monitoring required. The patient further reports suffering from psychological injuries or mental anguish and fear that the filter may malfunction, knowing that if it does, little can likely be done.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of a fall with subsequent subarachnoid hemorrhage and worsening lower extremity deep vein thrombosis (dvt). In addition, the patient had experienced a recent acute dvt and had been placed on coumadin but had been somewhat non-compliant with the medication and with international normalized ratio (inr) checks. The patient presented with worsening leg pain and swelling. Diagnostic testing revealed worsening of the latest dvt despite a supratherapeutic inr. The indication for the filter placement was reported to be prophylaxis for pulmonary emboli (pe), and a high risk for bleeding due to a history of alcoholism and multiple falls in the past. The patient was further deemed to be a poor candidate for long term anticoagulation therapy. The filter was implanted via the right common femoral vein and placed in an infrarenal location. The patient is reported to have tolerated the procedure well. Approximately seven and a half years after the filter implantation, the patient became aware that filter strut(s) had perforated outside the inferior vena cava (ivc). The patient further reported having experienced fear and mental anguish associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently perforated the inferior vena cava. The patient now requires constant medical monitoring and lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of patient¿s vena cava. In addition to these injuries, the patient now requires constant medical monitoring. The patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.